Manufacturer narrative:
Concomitant medical product: product ID: 5076-45, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perforation from one of their pacemaker leads. There was poor sensing noted with both right ventricular (rv) and right atrial (ra) leads. A pericardiocentesis procedure was done for the patient, and an attempt was made to reposition the rv lead. The rv lead exhibited low r-waves, and subsequently, was capped and replaced. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.